Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 148 mg/dl at the time of incident. The customer indicated that issue was resolved by changing the set. The customer indicated that their blood glucose dropped to 91 mg/dl and customer was advised to monitor the set and call back if needed.